Event description:
Accidentally swallowed: oral-b power care refills [accidental device ingestion]. Accidentally swallowed toothbrush head [exposure via ingestion]. Head suddenly detached: oral-b power care refills [device breakage]. Case narrative: consumer via email reported that while brushing teeth, the head suddenly detached, and consumer accidentally swallowed it. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.